Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp was made aware of the event and the user was treated with keflex for the insertion site. The user confirmed that the infection has completely cleared up after a few days. No further investigation was found necessary for this complaint.

Event description:
On march 22, 2024, senseonics was made aware of an incident where the user reported an infection at the sensor site with pus coming out of the affected area appearing right after the sensor insertion on (B)(6) 2023.